Event description:
It was reported the patient¿s stimulator had not worked for three years. The patient needed a MRI of their thigh. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).